Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was interrogated prior to a magnetic resonance imaging (MRI) programming session. A non-wireless interrogation was performed; with the initial interrogation, the patient moved their hand up to the radiofrequency head and inadvertently prompted another interrogation request. With the completion of the interrogation, it was observed that a power on reset (por) had occurred at the time of the interrogation. The por was cleared and it did not appear that any programmed parameters had been altered as a result of the por. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. If information is provided in the future, a supplemental report will be issued.